Manufacturer narrative:
Batch review performed on 13 march 2020: lot 123593: (B)(4) items manufactured and released on 17-oct-2012. Expiration date: 2017-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved: batch review performed on 13 march 2020: amistem h 01.18. (B)(4) ha coated std stem size 2 (k093944). Lot 120449: (B)(4) items manufactured and released on 20-apr-2012. Expiration date: 2017-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. The cup liner and ball head explanted are not marketed in the USA. Clinical evaluation performed by medacta medical affairs manager: late infection in cementless tha, 6 years after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices.

Event description:
Revision surgery performed, 6 years after primary surgery, due to infection. All the implants have been successfully removed.